Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited unstable thresholds and could not pace in multiple positions. The lead was removed, and a different lead was used. No patient complications have been reported as a result of this event.